Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This case, with patient identifier (B)(6) , is related to case with patient identifier (B)(6) .

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 243 mg/dl or 253 mg/dl, unsure of which exact value was obtained (system 1/lot 476293 ) and 116 mg/dl (system 2/lot asku). It appears that readings occurred with two different vials of test strips. No adverse event reported. Return of the suspect device was requested for evaluation.